Manufacturer narrative:
Date of report: 09jul2021.

Event description:
The customer called into technical support (ts) reporting that the device alarms disconnect even when connected. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
The device was in use on a patient in CPAP mode, alarms were reading disconnect, the unit was working showing volumes and spontaneous rate, no adverse reaction, this occurred on initial set up, unit was immediately removed from service and tagged. It was replaced with another unit, there was no delay in therapy. Patient safety was not an issue in this case as this was in CPAP mode and at initial start-up. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. Fse unable to duplicate the problem a full performance verification has been performed and the device passed all test successfully and return to service.